Event description:
It was reported that during testing, the device had its service indicator illuminated and had logged a fault code. It was also observed that when the defibrillation energy was being charged, it would not stop charging until the battery was removed. The device would never reached a point where the defibrillation energy was charged and available for a shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u3.